Event description:
The customer stated that her breeze2 readings had been higher than usual. While troubleshooting, she performed a control test and received a result of 301 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The customer used her last test strip from the control test, so no product will be returned for evaluation.